Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the patient line of a homechoice automated pd set with cassette and a minicap transfer set. This event occurred during use with patient involvement. The patient reported that many bubbles were observed in the drain line during the initial drain, and there was no over prime in the patient line after priming. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.